Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for one patient tested on a cobas 8000 e 602 module serial number (B)(4). The customer placed a new lot of elecsys anti-sars-cov-2 reagent on the analyzer. The new lot of reagent was 512339. To verify the performance of the new lot of reagent, the customer performed a patient comparison study with samples previously tested with reagent lot 507260. On (B)(6) 2020, a patient¿s result on lot 507260 was 0.31 coi non-reactive. On (B)(6) 2020, the same patient¿s results run on lot 512339 were 18.48 coi reactive and 18.14 coi reactive. The patient¿s result of 0.31 coi non-reactive was considered correct and reported outside the laboratory. The expiration date for elecsys anti-sars-cov-2 reagent lot 507260 was requested but not provided. The expiration date for elecsys anti-sars-cov-2 reagent lot 512339 is (B)(6) 2020.

Manufacturer narrative:
The signal for calibration 2 of lot 512339 was on the low side of the expected range. The signal for calibration 2 of lot 507260 was on the low side of the expected range. The qc recovery was in range. The investigation did not identify a product problem. The cause of the event could not be determined.